Manufacturer narrative:
No phaco tip or particulate sample was returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A doctor reported that a fine metal piece was found in the patient's eye after surgery. The metal piece has not been removed from the patient. There was no patient harm. The sample was discarded. Additional information was requested; however, none has been received to date.